Manufacturer narrative:
Device evaluation did not show any malfunction. The trajectory on the surgical guide followed the doctor's treatment plan. For this particular case, there were registration issues with the stone model sent in by the doctor. Doctor was notified of these issues and that the guide may be loose due to block-outs that will be put on the stone model. With the permission from the doctor, a partial guide was made with block-out on crown #29 and 32. Additionally, the treatment plan shows that the drill would be hitting the bone at an angle at site #30. As such, the drill would be susceptible to slipping, especially if the guide is loose.

Event description:
Doctor reported that the fit of the guide was loose and trajectory was off at site 30. Pilot drilling was too buccal and perforated through the buccal wall. Doctor bone grafted site 30 and freehanded the implant surgery successfully.